Event description:
It was reported that on (B)(6) 2018 patient underwent revision surgery to extend the levels of a competitor¿s construct for spinal fusion. During the procedure, the hexagonal screwdriver tip broke off while removing the cross connector. Fragment was retained in the cross connector. Surgery was successfully completed with no delay.there is no patient consequence. Concomitant device reported: cross connector (part number unknown, lot number unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 the patient underwent a spine surgery. The hex screwdriver tip broke off during cross connector removal. The tip was retained in the implant that was being removed. There was no surgical delayed. The procedure was successfully completed. There is no patient consequence reported. Concomitant device reported: unknown cross connector (part # unknown, lot # unknown, quantity 1). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 314.570, lot: 8757020: manufacturing site: haegendorf, release to warehouse date: 27.jan.2014: the device history record shows this lot of 70 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality (cq) confirmed the broken screw driver tip condition on the returned screw driver, which agrees with the reported complaint condition. The break is located in the extreme tip region of the shaft and roughly flush with the proximal shaft diameter. Broken tip portion was not returned. No new issues were identified on other portions of the device. Document/specification review: design drawing from date of manufacture to current were reviewed during this investigation and no design issues were identified. No dimensional analysis could be performed on relevant portions as the broken tip fragment was not returned. Conclusion: no root cause could be determined with the available information. However, it is possible that any unintended forces encountered by the device during usage could have contributed to complaint condition. This complaint is confirmed however no unidentified product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Therefore, based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.